Event description:
Patient had high flow nasal cannula with female luer lock connection placed on face in the or (operating room). After surgery was complete, patient was transferred to med-surg floor and cannula was not changed to another cannula without female luer connection. Staff mistakenly connected IV solutions to nasal cannula female luer connection that caused discomfort to patient, but no injuries. Staff recommendation is for vendor to change female luer connector to male to keep this from happening by accident or color code the female connector for proper identification and mishap prevention.